Event description:
After the iab was inserted and connected to the pump, helium loss alarms were experienced. The pump was exchanged, but the alarms continued. Therefore, the iab was removed and replaced. There were no patient complications.